Event description:
The event is reported as: customer alleges: "the inner part does not close the clip. This issue was reported post cleaning." No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.